Event description:
The customer reported that the 840 ventilator had an erratic display. The customer is a third party organization and therefore, repair information could not be obtain. Covidien was not authorized to service the device. Tech support engineer (tse) recommended swapping the ldc to troubleshoot problem.